Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Samples received: none. Analysis and results: there is one previous complaint of this code-batch regarding other issue. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. We have reviewed the batch manufacturing record and this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Furthermore, we have tested needles of the same raw material batch and are conform. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. No corrective/preventive actions needed.

Event description:
It was reported that the needle bends and breaks easily. During a free flap procedure, using a micro needle holder it was noted that the needle is easily bent and breaks while suturing vessel tissues. Additional information was requested.